Event description:
This event was reported to boston scientific corp in 2007. The complainant reported that during a radio frequency ablation procedure (age, sex and weight unknown), a leveen needle electrode (unknown upn/lot) was partially retracted during withdrawal. The procedure was reported to be successful treating a cerotic liver with ablation for approximately 30 minutes. No patient injury or complication was noted and the patient was discharged the same day.

Manufacturer narrative:
User facility was unable to supply the correct lot number of the device used; consequently, the expiration date of the device is unknown. A lot history search was not performed due to the lot number not being provided. A product history search was performed and revealed similar complaints against upn numbers within the rf probes product family. Based on the evaluation of other devices that have been returned with the same issue, the most probable root cause appears that the flare on the proximal end of the electrode cannula was moved proximally due to excessive force applied to the device during use. It is also possible that the residue on the array tines could have caused the retraction to be difficult. The september 2007 15-month rf probe product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. A CAPA to investigate leveen needle electrode cannula detachment issue is in progress.